Event description:
User is intermittently getting low results for multiple assays that will repeat higher. Total number of patient samples involved is unknown. One example for alt is provided. Initial result was 3 u/l, which was questioned by the doctor. User repeated the sample with a result of 84 u/l. Patient was not treated based on the initial result. The field service representative determined the sample probe was misaligned, and performed sample probe vertical and horizontal alignments. On subsequent visit, the sample probe was replaced. Performance tests were performed which were within specification.